Event description:
The cypher select plus did not inflate because the hub was fractured. The physician tried to stent the lad. The lesion was de novo. Calcification was moderate, and the vessel was no tortuous. Type b lesion. The rate of stenosis was 90%. The length of the lesion was 29mm. When he crossed the lesion by cypher select plus 3.5x33, unfortunately, the cypher didn't inflate. He found that there was a leakage from stent's hub, because it was fractured. Please note the multiple attempts to gather additional patient and procedural information have been made and have been unsuccessful.

Manufacturer narrative:
The product is available for evaluation and testing; however, it has been received to date. Additional information will be submitted within 30 days of receipt.